Manufacturer narrative:
The device was received for evaluation. During functional testing, 'turns on intermittently' was determined to be the keypad working intermittently. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be the keypad working intermittently. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned on intermittently. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.